Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer had not eaten before the low event. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was lost at the hospital. The insulin pump will not be returned for analysis.